Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: etbf2313c166ej, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 54mm diameter abdominal aortic aneurysm. It was reported that the patient presented with pain in the right leg and pain on exertion. On CT exam approximately 1 year post the index procedure, occlusion of the right limb was observed. The occlusion was present from the flow divider to the distal segment of the right eia. As per the physician, the cause of the event is unknown but it was noted that landing the limb on the eia may not have been a good choice. No additional clinical sequelae were reported and the patient will be monitored.